Event description:
It was reported that a patient presented in the ER after receiving a notification for non-sustained lead noise episode. Slight sensing latency between the near and far-field was observed via egms. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).